Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitivity troponin-I, list 04z21-25, abbott ireland diagnostics division, (B)(6), ireland to the alinity I processing module, list 03r65-01, abbott laboratories, (B)(6), texas, USA. MDR number 3016438761-2024-00243 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results generated on the alinity I processing module for two patients. The physician questioned the results. The samples were repeated and normal results were obtained. The following data was provided: customer¿s normal range: <34 ng/l. Patient 1: sid (B)(6) ran on (B)(6) 2024 at 13:30 result = <2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 00:32 result = 205.9 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 09:05 result = <2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 12:05 result = <2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 10:11 result = 83.5 ng/l. On (B)(6) 2024, all five samples were repeated on two alinity I processing modules and all the results were <2.7 ng/l. Patient 2: sid (B)(6) ran (B)(6) 2024 initial result = 64.5 ng/l; repeat result = <2.7 ng/l. Repeat result on another alinity I processing module = <2.7 ng/l . There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 sids = (B)(6); patient 2 sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results generated on the alinity I processing module for two patients. The physician questioned the results. The samples were repeated and normal results were obtained. The following data was provided: customer¿s normal range: <34 ng/l patient 1: sid (B)(6) ran on (B)(6) 2024 at 13:30 result = <2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 00:32 result = 205.9 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 09:05 result = <2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 12:05 result = <2.7 ng/l. Sid (B)(6) ran on (B)(6) 2024 at 10:11 result = 83.5 ng/l . On (B)(6) 2024, all five samples were repeated on two alinity I processing modules and all the results were <2.7 ng/l. Patient 2: sid (B)(6) ran (B)(6) 2024 initial result = 64.5 ng/l; repeat result = <2.7 ng/l. Repeat result on another alinity I processing module = <2.7 ng/l. There was no impact to patient management reported.